Event description:
It was reported that the device exhibited episodes of inappropriate automatic mode switch (ams) due to far r wave over-sensing. Programming changes were made. There were no adverse health consequences, the patient was stable.